Event description:
The account alleged the left head rail was ripped off the bed during transportation. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.